Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectosigmoidectomy procedure. The manual stapling handle was being used during the resection of the rectum. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The staple line was incomplete. In order to resolve the issue and complete the case, used manual resection and suture. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, the surgeon used a vascular load, but the tissue was thick and needed a green or black load.